Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles were present in the patient line. The customer's blood glucose was high; however an exact value was not provided. Reportedly, customer primed air bubbles from patient line successfully.